Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that there was a separation of the silastic sleeve from the distal portion of the driveline. The patient presented to the clinic, where upon device interrogation, it was noted that he had multiple "pump off" alarms, as well as, speed drops below the low speed limit and high pi's. The patient reported hearing multiple alarms that occurred over the past few days on both batteries and the power base unit. The patient was symptomatic during the alarm conditions, reporting feeling vibrations during the alarms. A percutaneous lead repair was completed on (B)(4) 2013.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. The attached user facility report #(B)(4) was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.